Event description:
It was reported that the patient presented in clinic for implant procedure. During the procedure, it was found that the patient's right ventricular lead was failing to sense when tested through the pacing system analyzer (psa). The lead was not used to complete the procedure on 6 mar 2023. The patient was discharged.